Event description:
It was reported that he had issues with the reservoir. Customer stated when he filled up the cartridge with insulin it made a noise. Customer stated that reservoir was wobbling out of place and he could hear the clicking noise and had switched off the infusion set but did not work. Advised customer to use another reservoir and it worked. Advised customer to return the reservoir for analysis. No further action provided.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used reservoir performed pre-fill reservoir test (B)(4). Reservoir/transfer guard passed per inspection no occluded anomaly was found during analysis. Also checked reservoir snap-cap width dimensions per (B)(4). Reservoir failed per due to being under inspection also performed IFU (B)(4) using a new lab infusion set. Reservoir failed per inspection found reservoir to tight too connect/release. (B)(4)